Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was presented for no capture on the non-bsc left ventricular (lv) lead. Additionally, increased threshold measurements were observed on the non-bsc right atrial (ra) lead and bsc right ventricular (rv) lead of 3.0v @ 0.5ms. Diagnostic imaging revealed tha the lv lead had dislodged and had been pulled into the coronary sinus. The ra and rv leads had no slack and most of the lead lengths were bundled in the device pocket. The physician suspected that the patient suffered from twiddler's syndrome. A revision procedure was performed and the lv, ra and rv leads were explanted. No adverse patient effects were reported during the procedure.